Manufacturer narrative:
(B)(6). Batch 8023470 does not exist for (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black spots were found inside the fluid path of a bd¿ syringe with bd luer-lok¿ with needle prior to use. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that black spots were found inside the fluid path of a bd syringe with bd luer-lok with needle prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
No photo or sample was returned for investigation. Unable to perform DHR review as no batch number is available. The complaint could not be confirmed and root cause could not be determined. If samples are received in the future the complaint will be re-open and re-investigated. Root cause could not be determined as no samples returned for investigation.